Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set occlusion on 02-jul-2024. No further information available.